Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays, partial display or frozen displays were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was 175 mg/dl. The customer stated that the screen could not get through the lock portion of the screen. Customer stated the display did not return to normal. Customer stated the insulin pump was neither dropped nor bumped. The customer reported that the insulin pump showed like a frozen screen, all symbols showed at the home screen , but the time was staying and not changing, if he hit a button, he could not get it to unlock, he could not even do a bolus. The insulin pump will be returned for analysis.